Manufacturer narrative:
Investigation summary : no samples or photos received by our quality team for evaluation. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: faulty needle - when needle placed into adacel vaccine and vaccine drawn up the syringe plunger suctioned itself and the vaccine was drawn back into vial. Upon removal of needle from vaccine vial the vaccine sprayed out of vial. Unable to use dose from vial due to spray of unknown amount of vaccine so same had to be discarded and a new vial and needle used. Needle issue - blocked. Impact of incident: vial of vaccine wasted. Who was affected? No person affected. Unexpected or prolonged care? No.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: faulty needle - when needle placed into adacel vaccine and vaccine drawn up the syringe plunger suctioned itself and the vaccine was drawn back into vial. Upon removal of needle from vaccine vial the vaccine sprayed out of vial. Unable to use dose from vial due to spray of unknown amount of vaccine so same had to be discarded and a new vial and needle used. Needle issue - blocked? Impact of incident: vial of vaccine wasted. Who was affected? No person affected unexpected or prolonged care? No.